Manufacturer narrative:
The device was returned to zoll medical corporation. The malfunction was duplicated and attributed to a faulty flex cable. The cable was replaced to resolve the malfunction. Analysis of reports of the type has not identified an increase in trend.

Event description:
Complainant alleged that during a routine shift check by a clinician, the device was unable to increase the pacer rate. Complainant indicated that there was no pt involvement in the reported malfunction.